Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was not reported whether the pt was connected to the hc at the time of death. It was not reported if the pt was hospitalized prior to death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was originally manufactured on an unspecified date in 2001. A review of the device history record and the service history record did not reveal any issues that could be related to the reported issue of patient passed away. The device was received and evaluated by the baxter product analysis laboratory (pal). Per pal evaluation, the device was determined to meet functional and electrical performance specification requirements per rite testing (returned instrument test evaluation). External and internal inspection was performed which revealed no anomalies. The device passed seal, purge and wet disposable integrity test. A short simulated therapy was run with no problems encountered. No failure, malfunction or iipv (increased intraperitoneal volume) event was identified that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.